Event description:
The issue is with merit medical prelude snap peel-away introducer sheath which has a clear diaphragm at the distal end. The diaphragm split into 2 pieces as peeled apart (and designed to) however one half of the diaphragm disengaged from 1 half of the sheath and the disengaged piece landed in the open pacemaker pocket.